Manufacturer narrative:
G4: 09sep2019; b4: 21nov2019. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that the replacement of the flow sensor assembly corrected this reported event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a proximal line disconnect alarm. There was no patient involvement / harm.

Manufacturer narrative:
Date rec¿d by MFR : 13dec2019. The gas delivery system (gds) was returned to the manufacturer's failure investigation lab for evaluation. The data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gds assembly revealed no evidence of damage or contamination. The failure investigation (fi) test data acquisition (da) pcba and oxygen solenoid valve will be installed to the gds. The gds will be installed in the fi test ventilator in an attempt to duplicate the reported problem. From testing, it was determined that the test ventilator utilized with the returned gds failed testing. This issue was isolated to the u1 component. This component and the eeprom u2 were replaced, and the gds was retested. The gds then passed all testing. The defective u1 on the air flow sensor pcba created the air flow accuracy test to fail and the low leak-co2 rebreathing risk. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 13dec2019. Date of report: 17dec2019. (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.